Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s husband reported that the whole infusion system was removed because it was malfunctioning and coming out of the patient¿s body and resulted in infection.